Manufacturer narrative:
H10: per the customer¿s response, the device wasn¿t reprocessed at the user facility prior to being returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the device being returned to olympus without being reprocessed at the user facility. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope for inspection and repair. There were no reports of patient harm. The device was returned to olympus, and during inspection of the colonovideoscope the following reportable malfunction was found: light guide lens glue, bending section cover glue, and bending section cover had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the g-packing was loose, flexibility adjustment ring has a scratch, grip has a scratch, switch box has a scratch, r/l knob had discoloration, u/d knob had discoloration, label on s-connector was damaged, sc cover unit had a scratch, sc-case unit had a scratch, plug unit had a scratch, due to corrosion on connecting tube, insulation resistance value does not meet the standard value, due to burn on c-cover, insulation resistance value at distal end does not meet the standard value, and universal cord had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.